Event description:
Complainant alleges stress break to cord of heating pad. No injury or property damaged reported with this incident.

Manufacturer narrative:
On (B)(4) 2006, this product was tested by visual inspection. Only the controller was returned by the complainant. It was determined that there was a wire break on both wires going into the control due to abuse, as the power cord was severely pulled at an angle. The insulation was off of both wires but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse / abuse of the product.